Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customers current blood glucose level was 49 mg/dl at the time. Customer did not report symptoms, but was being treated it with food. Customer has been experiencing lows for 5 hours and needed help with programming the transmitter. Customer noted the auto mode feature was off. Customer stated they received the transmitter and began programming into the device. No troubleshooting was performed. Nothing was returned or shipped.